Event description:
Per the info provided to co by the physician, via co's international representative, the device was removed due to "leakage". As reported to co, the entire device was removed and replaced with another model device, produced by the same MFR.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 1/31/96 and removed on 4/17/96 due to "leakage." A resipump and two cylinders were returned for eval. Examination and testing of the returned components revealed two puncture-like separations in cylinder #1's bladder near the base. These are the only sites of leakage. Examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation, ie needle. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Based on qa's examination, qa concluded that the observed separations in the cylinder bladder would have allowed the reported "leaking" however, because the limited info provided does not indicate any factors that may have contributed to the reported event, and due to the brief period invivo, qa is precluded from determining the sequence of events leading to the observed separations.